Event description:
(B)(6) 2013: customer reports via phone that during a ureteral stent placement on a male pt, the system fluoro failed. Staff brought in a portable c-arm fluoro unit and completed the procedure without further incident. Pt age unk, but customer reports no injury. Pt is fine.

Manufacturer narrative:
Field service engineer (fse) troubleshot problem to the uib connector board and replaced the board. Fse was then able to verify proper operation of the system using service checklist qssrwi4.` and returned the unit to full service.